Event description:
It was reported that during a follow up, low hv lead impedance was observed. The lead was explanted and replaced. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.